Event description:
The manufacturer received a voluntary medwatch (mw5105697) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to vomit. The patient was unable to remove the mask and expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to vomit. The patient was unable to remove the mask and expired. On the previously submitted report section d1 was incorrect. Section d1 and d4 were updated/corrected in this report. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.